Event description:
The red adapter was separated from the tube.

Manufacturer narrative:
(B)(4). The sample was received and evaluated. This complaint was confirmed in the lab. The pouch was received open and the spike was found detached from the luer interface. Performed visual inspection and found the spike from arterial line was separated from the connector to the patient line. The root cause is undetermined. Baxter will continue to monitor similar reports to determine if further actions are required. A 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is same as or similar to product distributed within the u.s. This MDR is being submitted as part of baxter renal's retrospective review & remediation project. This report is being filed late to fulfill baxter's commitment to perform a two year retrospective review of renal complaints in response to FDA-warning letter chi-07-10.